Event description:
Edwards received notification from a field clinical specialist that a 26mm s3u valve was believed to have been contaminated by hemostats. As reported, when the valve was opened and retrieved out of the container with hemostats, there was a small black particle noted floating in the fluid remaining in the valve container. The team was unable to determine if the particle had been in the container prior to the valve retrieval or was intruded during the valve retrieval. In an over abundance of caution, the decision was made to send back that valve due to potential contamination as we could not say with 100% certainty that the particle was not there when they opened the valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of particulate was unable to be confirmed as no device or imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'when the valve was opened and retrieved out of the container with (B)(6) (hemostats), there was a small black particle noted floating in the fluid remaining in the valve container. The team was unable to determine if the particle had been in the container prior to the valve retrieval or was intruded during the valve retrieval', and 'the staff believing the valve was contaminated by hemostats'. It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. As such, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.